Event description:
According to the customer, on (B)(6) 2025 the nebulizer stopped "misting the medication".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the nebulizer stopped "misting the medication". The customer reported the nebulizer does turn on but, the medication is not being administered. The customer reported due to the reported issue they have not been able to receive their scheduled treatments. The customer reported they have not experienced any increase in respiratory symptoms to date related to the reported issue. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.